Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is returned for evaluation.

Event description:
It was reported that the physician lost visibility of the tracker and the pointer during a cranial procedure. The procedure was completed by traditional methods without incident and without delay.